Event description:
The customer's father called to report his daughter received readings of 480 mg/dl on her freestyle meter and took insulin. The customer was then reported as having lost consciousness. The father reported she was treated with orange juice and at some point, was hospitalized. The course of hospital care is unknown.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted.